Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The stylet used to position the lead during placement became stuck in the lead lumen. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.